Event description:
It was reported that the volcano s5 system had failed to boot up at the start of the day and the system screen stayed blank. No patient was present at the time of the system failure. The customer had shut down the system by holding the system power button and the system restarted as intended afterwards. A volcano field service engineer (fse) visited the site to investigate the issue and observed burned smell coming from the system. The fse instructed the customer to stop using the system. The fse replaced the system to resolve the customer issue.

Manufacturer narrative:
(B)(4). The imaging system was returned to the manufacturer for evaluation. The imaging system was disassembled and visual inspection discovered a burned capacitor (capacitor #c8) on the internal 32v printer power supply board. The imaging system was turned on by using the volcano logo button located in the center of the control console. The monitor displayed the regular messages regarding system initialization and the system booted to normal patient screen. There were no error messages encountered during initialization of the imaging system; however the damaged printer power supply board rendered the printer unusable. When the printer becomes disabled it would not cause any damage to the imaging system and therefore, the imaging system is still operational. However, the user cannot print a screen image. The printer power supply is a purchased OEM component. We could not conclusively determine the actual cause of the burned capacitor; however, this type of failure could occur due to a surge on the output or a random component failure. Volcano will continue to monitor complaints for this failure mode via our standard complaint review process and data review process. No further action is required.